Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the non-patient end of the needle pierced the sleeve of two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-aug-2025. G.4. PMA / 510(k)#: k243207. H.1 imdrf annex a grid (1: a0207 - device damaged prior to receipt by user). Investigation summary: bd received 2 samples for investigation. Both were visually inspected and underwent functional tests for sleeve functionality, both samples failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was unable to determine a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the non-patient end of the needle pierced the sleeve of two (2) units. No adverse impact was reported regarding the patient or user.